Event description:
Rec'd info stating patient was hospitalized in a psychiatric facility. Patient has been delivering insulin with the intention to cause hypoglycemia. As per medical facility issue is not pump related event.